Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. Prior to the procedure, the device was interrogated, and the right atrial lead exhibited noise oversensing leading to automatic mode switches episodes. Programming changes was previously made. No further intervention was performed. The patient did not experience any adverse consequences.